Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on an iphone device with ios 15.1.1/fsll version 2.7.1.3555 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone 13 (ios 16). The customer did not receive low/high glucose alarms and as a result, the customer experienced a loss of consciousness. The customer was given apple juice by a third-party for treatment. There was no report of death or permanent injury associated with this event.